Manufacturer narrative:
Evaluation summary attached: heavy calcification was observed in the cusp areas of leaflets 2 and 3, moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 3mm. A tear was observed on leaflet 1 at commissure 1, tear measured approx 8mm. A tear was also observed on leaflet 3 at commissure 1, tear measured approx 2mm. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification, commissure 3 wireform distorted. Commissures 1 and 3 wireform was exposed on the outflow aspect, wireform was also exposed near leaflets 2 and 3 on the inflow aspect. Sewing ring was cut near leaflets 2 and 3. These damages are most likely due to explant. Method: x-ray additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of stenosis was confirmed. Product evaluation indicates calcification and host tissue overgrowth restricted mobility of the leaflets and led to stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards learned a 23mm aortic valve was explanted after an implant duration of approximately 6 years and 10 months for severe aortic stenosis due to structural deterioration. Valve was replaced with a 23 mm aortic valve. Device to be returned for evaluation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. The device was received and is in transit from (B)(6) to our offices in (B)(4) for evaluation. Therefore, the evaluation is pending. Pre-operative echo was provided but has not been translated. Patient status remains unknown. This device was reportedly explanted for stenosis due to deterioration of the prosthesis. However, the condition of the device at time of explant has not been provided and remains unknown. Follow up report will be submitted upon completion of the product evaluation.